Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through five (5) one-link non-dehp microbore catheter extension sets. This issue was further described as, ¿difficulty in flushing¿ and ¿could not push any fluid through the catheter extension set¿. This issue occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: four (4) actual devices were received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included priming the devices and checking the integrity of the connectors. As a result, the devices performed according to specification. Additionally, clear passage and pressure tests were performed and the results did not fail. The reported condition was not verified in any of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.